Event description:
Report from france indicates an infusor containing 5 fluorouracil overinfused during pt use. Report states, "infusion within 18 hrs; dilvent nacl 0.9%; total volume 48ml; flow restrictor taped on chest." No further details available. No clinical implications reported.